Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the anterior aspect. Within the siltex cracking, a tear measuring approximately 0.5 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient's right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's bilateral pain has been diagnosed as bilateral capsular contracture (baker grade iii-IV on each side). A bilateral rupture was also confirmed. As a result of the patient's experience, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with 400cc mentor memorygel breast implants (3504001bc, left-sided serial number (B)(6), right-sided serial number (B)(6)). In section b, the "required intervention" selection has been selected in place of "other serious". In section d7, the explantation date has been updated accordingly. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture, and swollen lymph nodes manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with 350cc mentor memorygel breast implants and experienced postoperative bilateral breast pain. The patient reported that a mammogram and ultrasound from (B)(6) 2020 identified a right-sided rupture and lymph nodes in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.